Event description:
It was reported that patient experienced infection. He underwent a surgical procedure in which all of the inflatable penile prosthesis (ipp) components were explanted and a new spectra penile prosthesis (spp) was implanted.